Event description:
It was reported that the infection was slow to improve. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a small infection was treated with antibiotics. Around a week later the patient had pus at the generator site. 5 days later the patient was admitted to the hospital overnight and the generator was removed. The manufacturer's device history records were reviewed for the generator. Sterility of the generator prior to release was verified. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.